Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have cause some of their teeth to be loose, their jaw to pop and be very painful and now their bite is really off.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.